Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a dexcom g7 sensor pairing failure to the ilet, resulting in the ilet running in bg run mode and dosing stopped, with prolonged elevated blood glucose and multiple unsuccessful pairing attempts despite code entry and sensor toggling guidance; the user ultimately replaced the g7 sensor, which initiated warmup, and was referred to dexcom for sensor replacement. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated dosing and user-performed subcutaneous insulin administration by pen. Investigation included guided troubleshooting, sensor type toggling, re-entry of pairing codes, and sensor replacement with subsequent warmup confirmation. Investigation of this case revealed a failed cgm-to-ilet pairing consistent with a faulty or nonfunctional g7 sensor, with no ilet hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was a defective or malfunctioning cgm sensor leading to loss of sensor data to the ilet.